Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6) distal conductor fractured. The proximal conductor was distorted, all conductors had blood, blood in outer tubing overlay, all insulators breached cut, outer tubing kinked/buckled, outer insulation white substance, outer insulation cosmetic depression, blood in/on helix/lobe mechanism, and lead stretched. The full lead in segments was returned and analyzed.

Event description:
The lead was returned to the manufacturer after being explanted due to infection. The lead was analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.